Manufacturer narrative:
This event is recorded by zimmer biomet under: (B)(4). Michael axenhus, md, phd, magnus odquist, md, phd, hassan abbaszadegan, md, phd, olof skoldenberg, md, phd, bjorn salomonsson, md, phd. Glenoid wear and migration pattern of a humeral head resurfacing implant: a prospective study using radio stereometric analysis, jses international 8 (2024) 1241-1247. Doi: 10.1016/j.jseint.2024.07.012. H6: proposed annex g code: mechanical- head. G2: country event occurred in: sweden. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
A prospective journal article was retrieved from the american shoulder and elbow surgeons. The purpose of the study was to investigate the migration pattern of the humeral head resurfacing and also glenoid wear by using radio stereometric analysis. The study reviewed 21 shoulders/21 patients that underwent a shoulder arthroplasty. All surgeries were performed by a total of three surgeons that utilized a standard pectoral approach. Post-operatively the arm was placed in a double sling for six weeks and all patients were allowed to elevate the arm forward and underwent physical therapy. The study reported three patients, within a 5 year post-operative timeframe, experienced painful glenoid erosion and underwent a revision to a stemmed total shoulder arthroplasty. Due diligence is in progress. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.